Event description:
The customer reported that the surgeon was unable to get purchase on the screw. The customer also reported that it became worse as the surgeon tried. They were able to complete the procedure as they had another device to use.

Manufacturer narrative:
The technical investigation revealed that both wings at the tip/working area were broken. Furthermore, the fractured surface showed the appearance of a forced rupture resulting from torsional overload. Additionally, pressure marks were seen at the slot area for blade fixation and at the hexagon area indicating high bending forces. The root cause for the reported event can be attributed to a user related handling issue. No indications were found for any material, manufacturing or design related issue.